Manufacturer narrative:
Any additional information received from the customer will be included in a follow-up report a vyaire field service representative (fsr) went onsite and evaluated the ventilator. Could not duplicate a problems. Characterize fcv & exv. All work performed in accordance with avea service manual revision g. Performed extended self test (est) and performance check, all passed. Vent is operational and meets OEM specs. No root cause has been determined at this time, since the investigation is still ongoing.

Event description:
It was reported to vyaire medical that the avea ventilator has simply went blank and stopped ventilating . Customer confirmed that there's pt involvement and no harm.